Event description:
It was reported that the customer encountered a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete guide for resetting the pump and assisted the customer through the process, after which the error code was not displayed again.